Manufacturer narrative:
The returned posterolateral distal humerus plate was examined under magnification. The fracture surface on both halves of the plate were smooth, indicating a fatigue fracture of the plate. This smooth fracture pattern occurs when the plate bends continuously, rubbing against itself, until it fails completely over time due to fatigue of the metal. The plate surface contained several scratches which could have been from wear/movement in the patient, the removal, or from shipping in a package with the screws. Additional mdrs associated with this event: 3025141-2019-00575 follow up 1: screw 1; 3025141-2019-00576 follow up 1: screw 2; 3025141-2019-00577 follow up 1: screw 3; 3025141-2019-00578 follow up 1: screw 4; 3025141-2019-00579 follow up 1: screw 5; 3025141-2019-00580 follow up 1: screw 6; 3025141-2019-00581 follow up 1: screw 7; 3025141-2019-00582 follow up 1: screw 8; 3025141-2019-00583 follow up 1: screw 9; 3025141-2019-00584 follow up 1: screw 10; 3025141-2019-00585 follow up 1: screw 11.

Event description:
Surgeon stated that heh should have done parallel plating instead of lateral due to the patient. The surgery was revised with a competitor's plate.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00575 - screw 1. 3025141-2019-00576 - screw 2. 3025141-2019-00577 - screw 3. 3025141-2019-00578 - screw 4. 3025141-2019-00579 - screw 5. 3025141-2019-00580 - screw 6. 3025141-2019-00581 - screw 7. 3025141-2019-00582 - screw 8. 3025141-2019-00583 - screw 9. 3025141-2019-00584 - screw 10. 3025141-2019-00585 - screw 11.

Event description:
A distal humerus plate was implanted in the patient. At some point post op, the plate broke and was explanted, with all of the screws.